Manufacturer narrative:
Batch review performed on 07 jun 2019: lot 150409: (B)(4) items manufactured and released on 20-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to a leg length discrepancy 1 month after primary. The surgeon revised only the 32mm cocr head l with a 32mm cocr head s and the surgery was completed successfully.